Event description:
Information received indicates the hi/low function is drifting down.

Manufacturer narrative:
The hill-rom technician found the hi/low drive brake spring was broken. The technician replaced the hi/low drive assembly to repair the bed.